Manufacturer narrative:
H3: the tubing set was returned to the manufacturer for analysis. The tubing set was tied off near the connectors. It was not possible to confirm the reported leak with a visual examination. H6: fdm b01, fdr c19, and fdc d15 are applicable to the hardware analysis. Product analysis #807064921:2024-06-13 09:38:49 cdt webmremotews sfdcmnav product analysis task update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the saline tube connecting to the catheter was leaking at the connection side while connected to the patient. The manufacturer representative (rep) changed out the tubing and resumed ablation. The patient was not harmed. The tubing leaked outside of the patient's head. The case was delayed by about ten minutes.